Event description:
It was reported that this implantable pacemaker exhibited high capture thresholds, noise, oversensing, loss of capture and low out of range pacing impedance measurements on the right ventricular channel. Since the patient has been showing good intrinsic rhythm, it was decided to not reprogram the device and keep monitoring the patient. This device remains in service. No adverse patient effects were reported.